Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred three minutes into the start of the patient's hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. Blood was observed leaking near the arterial end of the dialyzer. No dialyzer damage was visible. Blood test strips were used and tested positive. The machine alarmed. The patient's estimated blood loss was approximately 160cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with no indication of blood contamination. Gross visual examination of the device noted a short fiber at the non-cavity ID end of the dialyzer at approximately 290 degrees (with the dialysate ports at 0 degrees). The dialyzer was subjected to a laboratory bubble point test; a leak, observed as a steady flow of bubbles, was identified from the potting cut surface on the non-cavity ID end (at the location of the short fiber). The dialyzer was then subjected to destructive disassembly for further visual analysis. No other damage or irregularities; specifically, loose fiber fragments, and/or kinked, looped, or broken fibers were identified. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the fiber bundle in a water bath isolated the leak to the location of the short fiber. As such, the reported complaint of internal blood leak was confirmed.